Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastric bypass, the used device needle broke and fell into the patient cavity. Only half of the needle was able to be retrieved using a grasper. A new reload was used to complete the procedure. The patient status is alive with no injury.